Event description:
It is reported that the holding screws of a 6-hole plate backed-out of the bone. Patient received an open reduction with internal fixation (orif) to left clavicle procedure on an unknown date. On an unknown date, an x-ray revealed that the clavicle plate pulled off the bone medially to the fracture. Revision surgery was scheduled for and performed on (B)(6) 2013. Incision during revision confirmed that the plate had come off the bone as well as the holding screws. The six-hole clavicle plate was replaced with an eight-hole version. Consultant also reports that surgeon chose to re-implant two of the holding screws citing poor bone quality. All parts were discarded after surgery. This is report 2 of 2 for complaint (B)(4). This report captures six unknown locking screws.

Manufacturer narrative:
This complaint captures six unknown locking screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. This device was used for treatment and not diagnosis.